Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection. The insulin pump had intermittent button response due to moisture damage on keypad traces. No button error alarms were noted.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer could not recall any significant event leading to this alarm. The blood glucose reading was 254 mg/dl. Nothing further was reported.